Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified iliac artery. Reportedly, a 7.0 x 40mm armada 35 balloon dilatation catheter (bdc) was inflated to 6 atmospheres and then ruptured. The device could not be removed from the patient anatomy and the proximal end of the device was cut to have more wire to pull in an attempt to remove the device. Resistance was noted with an unspecified device during removal and force was applied. The distal tip of the device broke off; however, it was removed from the patient anatomy by unknown means. A non-abbott bdc was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.